Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was attempted to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat biliary stones performed on (B)(6) 2026. During the procedure, while hydratome was inside patient's ampulla, it was noted that a wire piece of the hydratome appeared to detach at one end (remaining attached at the other end). A break in the cutting wire was noticed along the tip of the hydratome. It was reported that no part of the cutting wire was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition was reported to be fully recovered.